Manufacturer narrative:
Investigation results: no 42490e sample was returned for investigation of this feedback, however the customer confirmed that the affected samples were from lot 23029234. The customer reported that on two occasions they experienced occlusion of flow from the smartsite. No further information or photographs were available to aid the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23029234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 42490e product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was occluded. The following information was received by the initial reporter with the following verbatim: I have 3 complaints with regards to the gravity feed reference: (B)(4). I have one unit that is leaking at one of the port sites, this one I have with me. I also have a line with no packaging that has one of the needle free valves that has been inserted into the line that is upside down. This one I have with me as well. There were 2 other units that we had that had two ports that were closed and would not allow the needle free valves to work. They are from the same batch but unfortunately these two were disposed of by theater staff.